Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid and abdominal pain. The patient was not hospitalized for the event. On an unknown date, the patient was treated with cefepime injection (1mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and b6. B5: upon follow-up, it was reported that on an unknown date, the patient was hospitalized due to peritonitis, cloudy pd fluid and abdominal pain. On an unknown date, antibiotic treatment was discontinued, the patient was discharged from the hospital and recovered from the events (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.